Manufacturer narrative:
The device is not expected to be returned for evaluation. The svc history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device svc history record. Complaint trends will continue to be monitored. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.